Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead had a micro perforation resulting in cardiac tamponade. The ra lead was repositioned two days later and remains in use. No further patient complications have been reported as a result of this event.